Manufacturer narrative:
Article citation: cordiero, peter g, ghione, paola, ni, andy et al. Risk of breast implant associated anaplastic large cell lymphoma (bia-alcl) in a cohort of 3546 women prospectively followed long term after reconstruction with textured breast implants. Jpras. 2019; 841-846. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cd30+, alk- alcl; seroma.

Event description:
Through journal article ¿risk of breast implant associated anaplastic large cell lymphoma (bia-alcl) in a cohort of 3546 women prospectively followed long term after reconstruction with textured breast implants¿ authors report cd30+, alk- alcl and seroma, noted to occur 7-9 years after implant. As information was received in aggregate the affected side and device status are unknown.